Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the right atrial (ra) lead was surgically abandoned due to out-of-range impedance issues. The lead experienced a dislodgement and was replaced with a new lead. The device is not expected to return. No adverse patient effects were reported. Should additional information be received, this file will be updated.